Event description:
The pt had a blockage in a very tortuous lesion. As physician crossed the lesion with a wire successfully, he then pre-dilated (angioplasty) the lesion and pulled the balloon out. Physician then advanced the stent down the right coronary artery. As he was advancing the stent, the stent came off the balloon and was left in the proximal portion of the right coronary artery instead of where the lesion was actually located distally. Basically the stent was deployed in the wrong areas of the coronary artery. Physician paged the cardiothoracic surgeon who took the pt to the operating room.